Event description:
Facility reported the luer lok adaptor and cannula came off the syringe during use. There is no known patient injury associated with this event. Additional information was requested.